Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. A supplemental report will be submitted when the manufacturer's investigation is completed. PMA/510(k) #: p160054.

Event description:
It was reported that a no external power alarm on the mobile power unit (mpu) was observed within the provided log file, correlating to a loss of ac power.

Manufacturer narrative:
Manufacturer¿s investigation conclusion the reported event of a no external power alarm regarding the mobile power unit (mpu) was confirmed via the log files. The two reviewed log files contained data that collectively spanned 10 days (B)(6) 2018 ¿ (B)(6) 2018 per time stamp). The pump maintained speeds above the lsl (lower speed limit) while connected to the driveline. A no external power event occurred on (B)(6) 2018 at 5:53 while the patient was connected to an mpu. The event appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. The alarm resolved when the patient connected to battery power. No other notable events related to the mpu were observed throughout the log file. The mpu (serial number unknown) was not returned for analysis. Multiple attempts at retrieving information about the cause of the no external power event were made, and no responses were received. The root cause of the loss of ac power observed within the data was unable to be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.